Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's pocket has a discharge and the site has not properly healed since being implanted in 2010. The physician believes that the patient's site is not healing properly due to the patient being a diabetic. The physician will relocate the patient's pocket site to the opposite side of the body.

Event description:
A report was received that the patient's pocket has a discharge and the site has not properly healed since being implanted in 2010. The physician believes that the patient's site is not healing properly due to the patient being a diabetic. The physician will relocate the patient's pocket site to the opposite side of the body.

Manufacturer narrative:
Additional information was received that the patient was explanted per patient's request. The patient is reportedly doing well following the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.